Event description:
The customer called to perform the high pressure test. The insulin pump failed the test. The reported blood glucose reading was 101 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.